Event description:
Tip broke off in the pelvis and was not retrievable.

Manufacturer narrative:
The instrument is not available for eval. The batch was composed of (B)(4) instruments and no nonconformance was identified during final control. All products from this batch were sold and no other adverse event was communicated to spineart. No new info was received from the surgeon and hospital. The surgery time was not extended as another instrument was available to complete the case.